Manufacturer narrative:
G4:22apr2021. B4:26apr2021. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed the reported problem. The fse replace and installed the front bezel to resolve the reported problem. Unit passed required performance verification tests per philips standards submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 12mar2021.

Event description:
The customer reported that the device navigation ring isn't responding to touch. The customer reported there was no patient involvement at the time the issue was discovered.